Event description:
The account alleged the right head siderail will not latch. The pins are frozen inside of the center arm and will not release.

Manufacturer narrative:
The account replaced the siderail center arm assembly to repair the bed.